Event description:
The handheld device was returned to the manufacturer. An analysis was performed on the returned handheld and during the analysis, it was identified that the handheld was received with the lock button in the locked position. Once the lock button was moved to the unlocked position no anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications

Event description:
It was reported that the nurse practitioner was unable to interrogate the patient's device because the handheld was freezing on the interrogation successful screen. It was reported that the nurse practitioner has experienced difficulty with the handheld freezing before and that hard resets have gotten the handheld to work. The nurse practitioner requested a new handheld. A new handheld was issued to the nurse practitioner. The freezing handheld is expected to be returned for analysis, but has not been received to date.